Event description:
The pt has a tmx treatment on (B)(6) 2012. It was reported that the pt had developed sepsis and other medical issues.

Manufacturer narrative:
Should add'l info become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.